Event description:
A customer reported difficulty with the pump's quick bolus/wake button, requiring multiple presses to activate the screen. The issue resulted in blood glucose levels reading "high," without a specific value provided. To address the high blood glucose, the customer administered a correction injection manually. Technical support guided the customer through troubleshooting steps and confirmed a replacement pump will be sent. The customer was instructed to return the problematic pump and understood the steps to be undertaken with the replacement. The existing pump was under warranty, and the customer consented to the process, including receiving a pump with updated software.